Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient implanted with a lead during stage 1 procedure. It was reported that patient experienced a seizure during intra op testing of lead. No environmental or patient factors that may have led/contributed to the issue were reported. Lead impedances were measured prior to event and were normal. Tested at 1v with no observed effect. At 2v, patient seized and it lasted 10-15 seconds. Surgeon removed lead and finalized surgery. A CT was obtained and was normal. Patient was given a dose of anti-seizure med IV. The issue was resolved at the time of the event. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.